Event description:
It was reported that the c1500 mattress was blowing out very hot air. The customer had to seek treatment for existing wound at the hospital due to the mattress not working. There was patient involvement and adverse consequences reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.